Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Family member reported the a return of symptoms including getting up and down every hour to the bathroom after the patient fell. The caller had access to the patient programmer (pp) at the time of the call. They connected to their ins which showed stimulation was on. As a result of the event, stimulation was increased from 0.5v to 0.85v on program 2. It was recommended to complete a voiding diary to track progression/therapeutic response. Patient was redirected to their healthcare provider (hcp) if the problem does not resolve. No further patient complications have been reported as a result of this event.